Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced pain with device use as well as poor performance. The device was explanted (B)(6), 2011. The manufacturer became aware upon receipt of the explanted device on (B)(6), 2011 it is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2011.